Event description:
During a transfemoral tavr procedure, a ventricle perforation resulting in a pericardial effusion was observed. The patient had a small effusion prior to the procedure. During the procedure the surgical team used an amplatz super stiff guidewire. While the sapien xt valve was being prepared, the guidewire slipped back and had to be re-advanced. After the 26mm sapien xt was deployed, the effusion was noted to be significantly larger. A pericardial widow was performed and the effusion was drained. The patient was transferred to recovery in stable condition. The patient reportedly had a small ventricle.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation and resulting pericardial effusion cannot be confirmed; however, patient factors (small ventricle), and procedural factors (loss of guidewire position with repositioning) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.